Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient.(B)(4).

Event description:
It was reported the pipeline did not open during deployment. A balloon was used and successfully opened the device. No patient injury reported.